Event description:
A (B)(6) patient called zoll customer support to report that his battery charger was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon investigation, the contacts on the battery board were corroded, which prevented the battery charger/modem from charging a battery pack. The root cause for the corroded contacts could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient rec'd a replacement battery charger/modem.